Manufacturer narrative:
Additional information was requested but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned a negative elecsys toxo igm immunoassay result on a cobas 8000 e 801 module. The customer provided questioned results for one patient. The initial result was not reported outside the laboratory. The customer sent the sample to another facility for repeat testing on different analyzers, biomerieux and diasorin. The e 801 serial number is (B)(4).